Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted. It should be noted that the customer has graves disease which could impact blood glucose levels.

Event description:
It was reported that the customer has experienced high blood glucose levels over the past two months due to external stress and has begun using manual injections to treat blood glucose levels. Customer's blood glucose levels have stabilized.